Manufacturer narrative:
(B)(4). The customer returned the actual sample attached to a non baxter set. The sample was visually inspected and the reported condition was confirmed. The sample had been primed. Visual inspection under a microscope showed that the outlet port of the filter housing was broken off of the filter housing outlet. It was also noted that the blue slide clamp was missing. There was some surface damage to the filter housing near the filter housing outlet end that was observed to be broken. An assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance (cps) regarding the clearlink extension set with 0.22 micron filter, in which the bottom of the filter separated from the tubing on an unknown date. There was no medication being infused, only maintenance fluid. The customer said the fluid in the set is a red/orange color and may be blood that is diluted in the maintenance fluid. The nurse that witnessed the event clamped the tubing immediately and confirmed there was less than 1ml of blood that backed up into the tubing. The line was flushed and the tubing was changed, then the infusion was completely without any further incident. A hospira omni pump was being used. It is unknown how long into the infusion the separation was observed. The condition occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.